Event description:
It was reported the patient¿s baclofen pump gave the patient too much medicine which caused her legs to feel heavy, she could not lift herself up or hold herself up, it made her sick to her stomach and she slept all the time. This occurred in 2014. No treatment information was provided for any of the reported events. Additional information received reported the patient experienced increased pain to left hip adductor and increased tone despite intrathecal baclofen (itb) therapy. On an unknown date the patient's managing provider retired and another provider assumed care. At that time, the patient's dose was already high and the new provider increased it when he saw her. The cause of the event was unknown; however, it could be decreased sensitivity to baclofen or botox. The event was not related to programming or drug effects and the patient was sent to have the pump and catheter investigated. The patient outcome was unknown, was referred to another physician. At the time of the event the patient was also taking baclofen 2mg (1-3 tabs) daily as needed for spasticity, diazepam 5mg (1-2 tabs) twice daily as needed for spasticity, amlodipine and lisinopril. The pump was used to infuse compounded baclofen (concentration 4000mcg/ml at a dose of 1948mcg/day).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).